Event description:
This report is being filed upon notification from our x-ray MFR in (B)(4) to submit this event. Problem: after installation of fco (B)(4), the air kerma was no longer displayed on the visub desk. The only display available was dap (dose area product). The site had a possible x-ray pt burn, but this is still under investigation. The pt had an extremely long exposure time to complete the procedure.

Manufacturer narrative:
The investigation is still ongoing on this event. When the investigation is completed, a f/u report will be sent to the FDA.